Event description:
It was reported that a programming error occurred. The patient was seen on (B)(6) 2013 for a dose decrease from 1mg/day to 0.7mg/day. Two days later, the healthcare provider (hcp) was reviewing the programming strips and saw that the dose was programmed to 10mg/day. On (B)(6) 2013, the hcp went to the patient¿s home to decrease the dose and, at that time, the patient had no overdose symptoms, but did have increased pain. After programming was done, the hcp left and reviewed the pump report. The next day, the hcp noticed it was not changed and was still at 10mg/day. The hcp then went back to the patient¿s home and reprogrammed the pump. At this time, the hcp decided to program the dose to 7mg/day. On (B)(6) 2013, the hcp spoke to a manufacturer representative and it was suggested that a ¿pilot error¿ occurred. The hcp requested a new physician programmer, as there was concern that there was something wrong with the programmer. At the time of this report, the device system was used to deliver morphine 10mg/ml at 7mg/day. It was later reported that, on (B)(6) 2013, the dose was reduced from 1.382mg to 0.932mg. However, when the telemetry strips were printed, the only data was from the previous visit on (B)(6) 2013. When the hcp realized that the events from (B)(6) 2013 had not been logged, he assumed that the patient was still getting 1.382mg per day. Since the patient was on her way home at this time, the hcp told her that he would drive to her home on (B)(6) 2013 to reprogram the pump. However, when the hcp arrived at the patient¿s home with a different programmer (programmer #2), it showed no results from the last reprogramming. When the pump was scanned at the last reprogramming with a different programmer (programmer #1), it showed that the patient was then receiving 9.324mg/day. When programmer #1 was rechecked on (B)(6) 2013, it still showed (B)(6) 2013 as the last data to be scanned. The hcp understood that if he failed to update the programming properly, it may not have saved the changes, but if this were the case, then there should not have been any changes made to the pump. The hcp requested that this programmer be removed from his office and be evaluated. It was reported that a malfunction of programmer #1 occurred.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).